Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that she was feeling stimulation in her scapular region when she typically feels it in her back and legs. She also reports battery pocket site pain, and her battery tilting causing it to become caught on things. A contributing factor to the tilted implantable neurostimulator is that the patient lost 30 pounds. The manufacturer representative checked impedances and all impedances were within normal limits. It was noted that the patient's existing program had been turned down after she experienced the scapular stimulation. At the time of the report, the manufacturer representative increased the existing program and the patient only felt stimulation in her back and legs where she needed it. The patient mentioned that this issue had happened when she was lying down, so the manufacturer representative set up adaptivestim to accommodate position intensity changes. The patient was happy and the stimulation being in the wrong location was resolved. The patient was set up to have a pocket revision to resolve the tilted implantable neurostimulator; however, the date of the pocket revision is unknown. Surgical intervention is planned, but not yet scheduled.